Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was unknown if dianeal therapy was ongoing until the time of death. It was not reported whether the patient was connected to the homechoice device at the time of death or if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.